Event description:
It was reported that the patient received inappropriate shocks due to over-sensing and high impedance on the right ventricular (rv) lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4574-53 lead implanted: (B)(6) 2012. (B)(4).